Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Sometime post procedure, the pt returned with a wound infection at the abdominal incision site of the anchor. The anchor was removed without incident and the infection was drained. The pt is good. No further info is available regarding the circumstances surrounding this event. The device was not returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "infection is a potential complication of any surgical procedure. Asceptic technique must be adhered to throughout the procedure."